Manufacturer narrative:
Batch review performed on 11 sep 2023. Lot 2310828: 200 items manufactured and released on 17-may-2023. Expiration date: 2028-04-25. No anomalies found related to the problem. To date, 157 items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant: batch review performed on 11 sep 2023 on liner: cc e cc light 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot. 2239519. Lot 2239519: 130 items manufactured and released on 29-nov-2022. Expiration date: 2027-11-07. No anomalies found related to the problem. To date, 125 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 weeks after the primary, right hip revision surgery due to infection. Head and liner were removed, a washout was performed and new implants were implanted.